Event description:
This report addresses the issue of use error- reuse of supplies. During troubleshooting for an alarm on home choice (hc) device during use. The home patient (hp) stated that when she got the alarm, she clamped off the bags, then changed out the cassette and went through set up with the same bags. The hc is now in dwell 1 and the hp wants to know if she should have changed the bags when she changed the cassette. The technical service representative (tsr) explained that supplies are compromised and advised the hp to end therapy and start over with new supplies. The tsr walked the hp through ending therapy procedure and advised the hp to call her registered nurse (rn) in the next 24 hours and let her know what happened. The hp understood explanations, ended therapy, will start over with all new supplies and will call rn. There was no serious injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint is confirmed for use error - reuse of single-use product because a partial swap of materials is a use error that can cause contamination. The cause was undetermined. A labeling review found the patient at home guide to be adequate for use/user error related to this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer in reference to the use error; therefore, the sample was not requested for evaluation and a batch review will not be conducted.